Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple battery alarms including low battery and off no power. The customer's blood glucose reading was 70 mg/dl at the time of incident. Troubleshooting found that the customer has changed the batteries numerous times but still the pump alarms. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further assistance necessary.